Event description:
Device malfunction: difficult to remove. Symptoms/ae: failure to achieve hemostasis and medical intervention. Time of malfunction: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a an unspecified vessel after an interventional procedure. Reportedly, after the clip was deployed, resistance was felt when attempting to remove the device. The safety release steps were applied, however, the physician could not remove the device. The patient was sent to surgery and a "nick and spread" was performed and the device was removed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was received. The lot number was provided. A review of the device history record is for this lot did not produce any findings relevant to this report.